Manufacturer narrative:
Following the reported event, the user facility's biomed service team inspected the surgical monitor. The service team observed fluid intrusion around the monitor's keypad membrane. Based on the description on the event, steris determined that the user facility is not following proper cleaning practices which allowed fluid intrusion to enter the keypad membrane and the reported event to occur. The user facility replaced the monitor's keypad membrane, tested the monitor, confirmed it to be operating according to specifications, and returned it to service. Steris provided in-service training to user facility personnel on proper cleaning practices. The user facility is responsible for all cleaning activities. No additional issues have been reported.

Event description:
The user facility reported that during the start of a patient procedure, their (B)(4) surgical monitor was not operating properly. A procedure delay occurred as user facility personnel replaced the monitor with a second monitor present in the room. No report of injury and the procedure was completed successfully.